Manufacturer narrative:
(B)(4)

Event description:
Procedure: nephrectomy.according to the reporter: the endo catch bag ripped when placing the kidney in the bag to be removed. The bag was removed from the patient with no harm to the patient.